Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have difficulty in breathing, chest pain. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient was reportedly hospitalized in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (health effect - clinical code), h7 and h9 (missed to capture in previous report) has been corrected. Section h6 (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have difficulty in breathing. The patient was reportedly hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.